Manufacturer narrative:
Analysis summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.

Event description:
It was reported that they have a broken 4-40 stud. They were able to finish the case with another hand piece. No patient consequence.